Event description:
During a pta to the posterior tibial artery (left or right unk), the balloon ruptured at eight atmospheres after several inflations. There was no calcification, moderate vessel tortuosity and 99% stenosis in the target lesion. There were no adverse consequences to the pt. The physician used another balloon (unk size and make) and the procedure was finished successfully.